Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. It was reported that the patient visited the hospital for the event. It was not specified if the patient was admitted to the hospital. The cause of peritonitis was unknown. On an unreported date, the patient received unspecified treatment for the peritonitis event. The outcome of the peritonitis event was not reported. Action taken with dianeal therapy was not reported. No additional information is available.